Event description:
It was reported the patient received the following results on the aviva system within 10 minutes: 55 mg/dl, 96 mg/dl, 55 mg/dl, and 74 mg/dl. The patient had symptoms of hypoglycemia of not being able to move and answer questions. The patient's wife treated him with orange juice and glucose tablets. Return of the suspect device was requested for evaluation.